Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter and oil mist filter were replaced to resolve the haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "fog" or haze emitting from the back of the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the fog/haze issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the fog/haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter was returned and tested. There was no odor or mist noted. The cycle completed successfully. The reason for the return of the oil mist filter could not be confirmed. The catalytic converter was returned and tested. There was no odor or mist noted. The cycle completed successfully. The reason for the return of the catalytic converter could not be confirmed. The assignable cause of the fog/haze issue is likely due to the oil mist filter and catalytic converter. The field service engineer replaced the parts and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).